Event description:
Pt status post plate and screw implantation returned to surgeon presenting with leg pain. An x-ray showed the plate was broken with a non-union of the right femur. Surgeon removed the plate and revised the pt to another plate and screws. Surgeon noted the fixation on the plate and screws was solid with no broken screws.

Manufacturer narrative:
Additional information has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. A device history record review has been requested.